Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited high pacing threshold measurements and inconsistent capture. Lead dislodgement was suspected. Ventricular sensing had dropped from 8.1mv at the last interrogation to 1.4mv. Ventricular tachycardia episodes were still appropriately detected and counted. A procedure was done, and this rv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Dried blood and body fluid was found in the helix mechanism, and when it was loosened, the helix was functional but sticky. The distal end of the proximal spring electrode was separated from the lead body insulation. Laboratory testing was unable to reproduce the reported clinical observations, as the lead was found to be electrically within specifications.